Manufacturer narrative:
The investigation is ongoing. Awaiting return of the device.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, a lot of force was noted when advancing the delivery system. The esheath perforated near distal end while advancing via left common iliac. A major dissection in the left femoral artery and external was noted. Covered stents were placed to repair the vessel however, the patient was transferred to the or for surgical vascular repair/patch. Upon review of the pictures provided by the fcs, the esheath had a liner strand.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected and added new information to d.9, h.3 and h.6 component codes, type of investigation, investigation findings and investigation conclusions. The esheath was returned to edwards lifesciences for evaluation. The returned device was visually inspected, and the following was observed: the sheath liner was torn with the valve exposed through it. The liner tear started 2.5' from the distal tip with a length of approximately 6'. A liner strand with multiple branches (4 strands) was noted starting at the distal end of the liner tear. The longest strand was approximately 7.25' in length. Tip opened as designed, liner expanded as designed, no soft tip damage, c marker band present. Minor shaft kink located approximately 0.5' from distal strain relief. Multiple deep scratches observed along sheath shaft, located 3.25' from distal strain relief and 4' from distal tip. No abnormalities on delivery system, loader and valve. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for esheath, IFU commander delivery system, commander preparation training manual and procedural training manual were identified. The procedural training manual provides guidance on sheath insertion. The proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Do not over-manipulate the sheath at any time. Do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. If a kink is visible in the sheath after the dilator is removed. Reinsert the dilator into the sheath, exchange to a stiff wire (if not already done) and replace with a new sheath. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through sheath, sheath liner torn, and sheath liner strand were confirmed through evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. In this case, 'a lot of force was noted when advancing the delivery system'. Per 3mensio imagery, the patient's access vessel had presence of calcification and tortuosity. Additionally, evaluation of the returned device revealed the presence of shaft scratches and a shaft kink, which can be indicative of contact with vessel calcification and tortuosity, respectively. The procedural training manual states, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition preventing the sheath from proper expansion, while tortuosity can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system, which both can resulting in resistance. Per evaluation of the returned device, the esheath was noted to have a torn liner and multiple liner strands. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This may have led to the crimped valve to interact with the sheath, leading to the observed liner tear and strands. Per training manual, 'do not over-manipulate the sheath at any time'. Additionally, the presence of sharp calcified nodules can also weaken the liner material making it more susceptible to tearing, especially when compounded with excessive device manipulation. As such, available information suggests that patient (calcification) and/or procedural (excessive manipulation, valve caught on liner) factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure.